Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Sterile part 208.895s, lot l550427: manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: august 30, 2017. Expiry date: august 01, 2027. Non-sterile part 208.895, lot l525459: manufacturing site: mezzovico. Release to warehouse date: august 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the investigation performed confirmed that the cannulation concentricity is out of specification in the head portion; the product is not conforming from a manufacturing perspective. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The outcomes of the preliminary investigation indicate that the issue occurred for an unknown reason at the deep drilling operation step where the cannulation is performed. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number, lot number and UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, a cannulated screw self drilling was noted to be on an eccentric and out of center. It is unknown how the issue was discovered. Surgical procedure and patient involvement are unknown. This report is for one (1) 7.3mm cannulated screw 16mm thread/95mm - sterile. This is report 1 of 1 for (B)(4).